Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of the returned portion of the driveline confirmed a complete separation of the silicone jacket from the metal connector. Approximately 21.0¿ of the driveline, serial number (B)(6), was returned. Clear tape was wrapped around the distal-most portion of the bend relief as well as approximately 3.0¿-5.5¿ from the metal connector. An electrical continuity test of the returned portion of the driveline was conducted and all wires were found to be electrically intact. No wire-to-wire or wire-to-shield shorts were induced during this testing. Upon removal of the tape, a complete separation of the bend relief from the metal connector was noted, as well as cosmetic damage to the silicone jacket approximately 3.5¿ and 4.0¿-5.0¿ from the metal connector. The damage to the silicone jacket did not appear to penetrate the underlying layers of the driveline. Visual inspection of the clear bionate layer revealed that it was slightly discolored but was otherwise unremarkable. Minor breakdown of the metal braided shield was observed approximately 0.5¿-3.0¿ from the metal connector. Visual and microscopic inspection of the underlying wiring did not reveal any areas of damage. The driveline was then submerged in a saline solution for hi-pot testing to check for current leakage through the wire insulation, and no areas of compromised wire insulation were identified. The patient remains ongoing on heartmate ii left ventricular assist system (lvas), serial number (B)(6), and no additional complaints have been reported at this time. The relevant sections of the device history records for (B)(6) and the percutaneous lead were reviewed and showed no deviations from manufacturing or quality assurance specifications. Heartmate ii lvas instructions for use (IFU), is currently available. The IFU outlines the indications of driveline damage, as well as how to respond to such events. Section 8, ¿equipment storage and care¿, provides information on driveline care and cleaning under ¿care of the driveline. The user should check the driveline daily for signs of damage (cuts, holes, tears) and call their hospital contact right away if the driveline is damaged (or might be damaged). Heartmate ii lvas patient handbook, is also currently available. The patient handbook explains that all heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent upon length of use and movement/flexing over time. Section 6 entitled ¿caring for the equipment¿ outlines proper driveline maintenance for the patient under ¿driveline care¿. If driveline damage is suspected, the user is instructed to call their hospital contact immediately. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The previous short to shield event was reported in MFR. Report #2916596-2018-04836. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported the connector end bend relief had separated from the metal connector. Technical services scheduled a clamshell repair. Due to driveline damage and a prior short to shield event a distal end replacement was performed on (B)(6) 2020.